Manufacturer narrative:
Exact date unknown, event occurred approximately two weeks prior to bsc aware date.

Event description:
It was reported the patient experienced a partial loss of pain reduction. The physician assessed the lead had migrated laterally. The patient then underwent a revision procedure where the lead was repositioned. The patient did well post-operatively and had received good pain coverage.